Event description:
It was reported that oversensing was observed on the ventricular channel. A lead issue was suspected. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.